Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report hospitalization and high blood glucose. Customer hospitalized for kidney stone. During the hospital stay, customer's blood glucose levels were increasing. Customer's blood glucose reading was 240 mg/dl. It was determined by hcp that the customer was given the incorrect IV solution that contained glucose. No problem with the insulin pump suspected. Nothing further reported.